Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not heating up during functionality test.

Event description:
It was reported that the arctic sun device was not heating up during functionality test. Per sample evaluation, it was reported that the circulation pump was found to be faulty and a screen protector was needed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The heater was inspected at all 4 elements and they were found to be ok. The circulation pump was found to be faulty. Screen protector needed. The circulation pump was replaced. An additional screen protector was provided. The device underwent and passed testing after all repairs. The device history record review was not required as the reported event was unconfirmed. As the reported issue was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.